Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet specification in relation to the reported symptom which was not reproduced. The reported problem was confirmed through the history log. Evaluation tested the device with passing results. The device was calibrated to ensure continued accurate occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.